Manufacturer narrative:
The device was not returned for analysis. An event of angina and transient ischemic attack (tia) was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, the reported angina was related to the implant procedure. A cause for the reported tia could not be conclusively determined. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1066 - envision ide study, patient site ID: (B)(6)- 513 (r887012301, r88700520) it as reported that on (B)(6) 2025, a 29mm navitor valve was successfully implanted in a patient. It was noted during procedure that the patient had a rhythm change when an unknown guidewire crossed the aortic valve. There was no difficulty experienced implanting the 29mm navitor valve. Post-procedure it was noted that the patient complained of chest pain. An electrocardiogram and echocardiogram were performed and had no findings. The patient was administered one dose of intravenous morphine. The patient's chest pain resolved without further intervention. On (B)(6) 2025, the patient stated developing dizziness and weakness in legs resulting in unsteady gait without assistance. A magnetic resonance imaging (MRI) scan was performed and showed evidence of a small acute infarct to the left basal ganglia. No intervention was performed. The patient's condition improved and resolved. The patient did not have a prolonged hospitalization due to these events. The cause of the patient's chest pain is attributed to the implant procedure. The cause of the patient's transient ischemic attack is unknown for certain. There is no allegation of malfunction against the abbott device or procedure. The patient was discharged at the time of report.